Manufacturer narrative:
(B)(4). E4: this report was submitted in the report under mw5149438. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to instability. The surgeon was not satisfied with the stability of the construct and the head and cup were replaced. No further information could be obtained for this event.